Event description:
Per the clinic, the patient underwent a surgical procedure in the operating room under local anesthesia on (B)(6), 2013, to place a longer abutment on the internal fixture to treat excess skin overgrowth. The patient was injected with epinephrine at the site. The implanted device remains.

Manufacturer narrative:
(B)(4).